Event description:
It was reported that the patient presented to the clinic with a fractured right ventricular (rv) lead. The rv lead was also noted to have an elevated capture threshold, resulting in a syncopal episode for the patient. The rv lead was capped and successfully replaced on (B)(6) 2026, and the patient remained stable throughout.